Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and patient death occurred. The 90-95% stenosed target lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery (lad). The patient was given 325mg of ecosprin and 600mg of clopiler. The proximal portion of the lesion was predilated with a 3.0x10mm unspecified balloon. A 3.00x38mm taxus liberte stent was then advanced to the lad and was successfully implanted. It was noted that the stent was well positioned and well apposed. The distal portion of the lesion was postdilated with a 3.0x10mm unspecified balloon. Forty-eight hours later, the patient experienced chest pain and it was discovered that the patient had thrombosis in the taxus liberte stent that had been implanted in the lad. The thrombosis was treated with an unspecified extraction catheter and a 3.5x12mm non bsc balloon, and the patient was given reopro. It was noted that treatment was successful. Twenty-four hours later, stent thrombosis occurred a second time in the implanted taxus liberte stent. The patient began to experience acute pulmonary edema and shortness of breath and the patient expired 30 minutes later. The documented cause of death is acute pulmonary edema, cardiogenic shock and stent thrombosis.